Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. A manual insulin injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Event description:
Customer reported an issue with high blood glucose levels, with values displaying "high" without a specific numerical value. There was no adverse impact to the customer's blood glucose level. Customer took corrective action by administering a correction injection via multiple daily injections and was advised by technical support to inspect and secure the t:lock connection, which was not straight or secure. Drops of insulin were observed at the end of the tubing, confirming proper insulin flow, and no other insulin delivery issues were found. Customer was advised to consult a healthcare provider for further assistance and to replace supplies as necessary.